Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the technician began inflating the balloon and they could see the leak on the screen. It was reported that the balloon had a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 85 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems; however, it was not able to hold pressure due to a pinhole located approximately 85 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the technician began inflating the balloon and they could see the leak on the screen. It was reported that the balloon had a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.